Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent a coronary artery bypass grafting (CABG) procedure. Following the procedure, the patient received 10 to 11 inappropriate shocks. A health care professional (hcp) completed the automatic setup process and observed messages that the signal amplitude was out of range and sensing was less than optimal. Technical services (ts) discussed the potential of the electrode position moving due to the open heart surgery and recommended evaluating the position of the electrode. Tachycardia therapy was programmed off pending further evaluation. Subsequent information was received that the local field representative performed the automatic setup process and the primary sensing vector was reprogrammed and adequate sensing was observed. Tachycardia therapy was programmed back on per the physician orders. It was noted that a chest tube was placed in the patient post open heart surgery. The physician suspected that residual air in and around the chest tube may have impacted the sensing of the device. The chest tube has since been removed. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent a coronary artery bypass grafting (CABG) procedure. Following the procedure, the patient received 10 to 11 inappropriate shocks. A health care professional (hcp) completed the automatic setup process and observed messages that the signal amplitude was out of range and sensing was less than optimal. Technical services (ts) discussed the potential of the electrode position moving due to the open heart surgery and recommended evaluating the position of the electrode. Tachycardia therapy was programmed off pending further evaluation. Subsequent information was received that the local field representative performed the automatic setup process and the primary sensing vector was reprogrammed and adequate sensing was observed. Tachycardia therapy was programmed back on per the physician orders. It was noted that a chest tube was placed in the patient post open heart surgery. The physician suspected that residual air in and around the chest tube may have impacted the sensing of the device. The chest tube has since been removed. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. Additional information was later received that the smartpass feature disabled in the s-ICD due to low signal amplitude measurements. Ts reviewed the stored episode and noted that it was similar in appearance to when the patient previously underwent open heart surgery. Data analysis was performed and noted no error messages or codes, however, noted the electrograms (egms) were completely flat. Ts discussed that therapy cannot be guaranteed and recommended performing a 60/60 reset. Subsequently, the patient was seen in clinic. Ts assisted the company representative with completing a successful 60/60 device reset. Interrogation of the s-ICD with a programmer following the reset noted completely flat egms. While performing the automatic setup process, high out of range shock impedance measurements of 400 ohms was noted. As a result, the automatic setup process was unable to be completed. Ts discussed troubleshooting options and recommended performing an x-ray for system review. A system replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode underwent a coronary artery bypass grafting (CABG) procedure. Following the procedure, the patient received 10 to 11 inappropriate shocks. A health care professional (hcp) completed the automatic setup process and observed messages that the signal amplitude was out of range and sensing was less than optimal. Technical services (ts) discussed the potential of the electrode position moving due to the open heart surgery and recommended evaluating the position of the electrode. Tachycardia therapy was programmed off pending further evaluation. Subsequent information was received that the local field representative performed the automatic setup process and the primary sensing vector was reprogrammed and adequate sensing was observed. Tachycardia therapy was programmed back on per the physician orders. It was noted that a chest tube was placed in the patient post open heart surgery. The physician suspected that residual air in and around the chest tube may have impacted the sensing of the device. The chest tube has since been removed. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. Additional information was later received that the smartpass feature disabled in the s-ICD due to low signal amplitude measurements. Ts reviewed the stored episode and noted that it was similar in appearance to when the patient previously underwent open heart surgery. Data analysis was performed and noted no error messages or codes, however, noted the electrograms (egms) were completely flat. Ts discussed that therapy cannot be guaranteed and recommended performing a 60/60 reset. Subsequently, the patient was seen in clinic. Ts assisted the company representative with completing a successful 60/60 device reset. Interrogation of the s-ICD with a programmer following the reset noted completely flat egms. While performing the automatic setup process, high out of range shock impedance measurements of 400 ohms was noted. As a result, the automatic setup process was unable to be completed. Ts discussed troubleshooting options and recommended performing an x-ray for system review. A system replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the electrode was fractured. Surgical intervention was undertaken. The electrode and this s-ICD were explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.